Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's active exhalation control module and air inlet filter were replaced to address the issue. The component had evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's active exhalation control module and air inlet filter were replaced to address the issue. The component had evidence of contamination. The active exhalation control module and air inlet filter were evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module and air inlet filter functioned as designed and operated without issue or error codes.